Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, a nurse reported to intuitive surgical, inc. (Isi) technical service engineer (tse) that the erbe generator was faulting with error c-34. The system logs confirmed the c-34 erbe errors. Prior to calling, the customer replaced the energy cords and power cycled the erbe with no change. The customer tried rebooting the erbe, but the issue persisted. The customer elected to bring in another vision side cart (vsc) to complete the case. The procedure was converted to another da vinci system with no reported injury. There was a procedure delay of over 30 minutes. Isi followed up with the isi clinical sales representative (csr) and obtained the following additional information: the csr had no additional information and stated the field service engineer (fse) replaced the generator with no additional issues occurring.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm via system logs and reproduce the customer reported complaint during in house testing when run in normal mode.